Event description:
Facility alleges leaks during dialysis. Transducer protector not holding pressure. Became wet. Low venous pressure resulted; blood circuit discarded. Ebl 300 cc. Treatment restarted with new dialyzer. No further problems reported.